Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 2.3-2.7cm from the connector pin, consistent with lead friction to the device can. Internal insulation abrasion was noted at 11.6-11.8cm, 14.2-16.1cm, and 29.7-30.5cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.